Event description:
It was reported that the ilet touchscreen sustained a fracture when the user fell at work while the device was in a pocket, after which the touchscreen was unusable and the device was no longer functional; the affected device component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen and device damage. It was concluded, based on previously established findings for similar reports, that the cause was traced to user. The user was informed the replacement device would no longer be watertight and received education on device management and data syncing.

Manufacturer narrative:
Initial.